Manufacturer narrative:
Further information was requested but not received. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted and replaced; however, no explanted products were returned for analysis. The patient was held in the hospital for a couple days and was administered antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that following a fall patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein patients' system was explanted and replaced to address the issue. Patient was held in the hospital for a couple days and was administered antibiotics to address the issue.